Event description:
The customer reported that the buttons were unresponsive and has a crack at the reservoir compartment. Troubleshooting was performed. The customer stated that when she inserted a battery the insulin pump re-started and alarmed. The alarm was cleared and then the insulin pump started alarming off no power. Advised the customer that a replacement of the insulin pump will be sent and to continue onto back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a constant tone and a frozen display as a result of a corroded electronic assembly, broken reservoir tube lip, and severe cracks on the reservoir tube. Further testing could not be performed due to the frozen display.